Event description:
Pt with hx of tbi and htn had a witnessed fall, while transferring from chair to bed. As the patient was transferring from the chair to the bed with staff assist, bed exit alarm activated as patient movement is detected. Nurse reaches to turn off alarm via touch screen at foot of bed, however no visibility due to guard assisting patient from the side of bed. After alarm is turned off, the very next touch screen page presented is "brake on/off" (again nurse does not have visibility to see the touch screen due to assisting patient). Nurse inadvertently disengaged brake on next touchscreen page. No audible alert to nurse that bed no longer secure. Bed traveled away from nurse (and patient) as patient attempted to transfer. Resulted in patient fall. Additional finding: staff indicate patients often inadvertently disengage brakes by pressing button on outside side rail operator panel by using the side rail as a grab bar during independent repositioning. Brake release button is pressed inadvertently (*when outside side rail control panel is left unlocked). Normally, if an outside side rail control panel is left unlocked, there is no risk to bed brake. Placement of the "brake release" button on outside side rail operator panel places patients and staff at greater risk for unknown bed brake status. Staff describe bracing against bed to reposition patient with bed unexpectedly travelling away. Operator manual url: https://techweb.stryker.com/medsurg/3009/2009/operation/3009-009-005ae.pdf patient safety manager has made the following recommendations to the company representative: remove or disable "brake release" options from outside operator button panel. (Positioning is vulnerable to inadvertent brake disengagement). Include audible warning when bed brake is released. Redesign footboard screen to reduce/eliminate risk of disengaging the brake immediately after turning off bed exit alarm. (Add in long touch to release brake vs. Single haptic touch feedback; move "alarm off" touch button to different part of touch screen than "break off"). Usability design enhancement: back light bed alarm button on outside side rail control panel allowing this feature to perpetually self-disclose vs. Only lighting up when activated.